Event description:
It was reported that during the device implant procedure, when the physician used the delivery system and the contrast balloon to locate the coronary sinus, a large amount of cardiac dissection appeared and the patient felt agitated. The physician commented that the operation of the sheath was not smooth and the tip of the balloon was too sharp. The physician also felt that the dissection occurred due to the patient's anatomy. The devices were removed from the patient and the procedure was stopped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.